Event description:
The pt reported that she had an inflammatory mass. In the past year the pt had a loss of therapeutic effect, incontinence, and intermittent tingling and numbness from the chest down. The symptoms had gotten worse over the past 3-4 months. The hcp confirmed the presence of the granuloma through magnetic resonance imaging (date not reported) and was gradually titrating her morphine down. The pt was going to have her pump replaced (date not reported). Device registration system indicates that the pump was used to deliver morphine and clonidine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.